Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of twisting and spiraling of the tubing was not confirmed. No anomalies were noted during inspection of the product. The involved set was functionally tested without developing any twisting or spiraling. The cause of the customer's experience could not be determined. During testing of the returned set a leak was noted from pinhole in the silicone tubing near the lower fitment. The cause of the leak from the pinhole could not be identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model. The set model# 20350e, lot# 10015996, is being filed under medwatch MFR report# 9616066-2010-00167.

Event description:
Customer reported tubing will twist and spiral up to the drip chamber. The set had been in use for approximately 24 - 48 hours. There was no pt harm reported. No additional info was available.